Event description:
The patient reported that they had their implantable neurostimulator (ins) explanted. The patient stated that it was originally implanted too close to a nerve. The patient did not allege any problems with the device, other than the location of implant. They noted they were going to donate their external equipment. The patient stated they were implanted with a device from another manufacturer, and it was put in a different location. No patient symptoms were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.